Event description:
Pt had bilateral ruptured implants explanted. Bilateral submuscular breast implants, status post subcutaneous mastectomy and reconstruction with failed right breast implant with extracapsular silicone and significant granuloma formation, failed intracapsular implant on the left.